Event description:
The incident date has been changed to (B)(6) 2018. Weight information of the customer was changed to 170.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 444mg/dl. Troubleshooting was performed. The product will be returned for analysis.